Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h6, h11. The product was not returned to olympus for inspection and the customer's allegation was not confirmed. However, the issue was resolved by technical assistance center, the cable was replaced with standard one and the cv-1500 settings were used. A definitive root cause for the could not be identified. Based on the results of the investigation the probable cause of the complaint is cause not establish. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device cannot capture an image. The event occurred during maintenance of the device. There were no reports of patient involvement.